Event description:
End user reported that she sought medical attention on (B)(6) 2016 at 11:15 am after experiencing a high reading from the prodigy diabetes glucose meter. The end user went to the ER after feeling dizzy, light headed and hungry. She performed a blood glucose test and received a result of 560 mg/dl. Upon arrival to the ER her blood glucose was 272 mg/dl and she received an IV treatment to lower her levels. No further treatment was provided. The ER physician advised the end user to follow her doctor's instructions and take only the prescribed dosage of novolog. No further information provided.